Event description:
It was reported that during the implant procedure, this lead exhibited repeated loss of capture. The physician exchanged the lead to resolve the event and no adverse patient effects were reported. This lead was discarded and will not be returned for evaluation.